Manufacturer narrative:
Unit received with blank display due to moisture damage on electronic board stack. Unable to verify failed battery test alarms or replace battery now alarms due to blank display. Unable to perform displacement test, sleep current measurement, active current measurement and selftest due to blank display. Moisture damage on motor assembly and force sensor assembly. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had repeated battery test failed alarms. The customer stated the alarm recurred after clearing it multiple times. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.